Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was <(><<)>50% symptom reduction and a sudden loss of therapeutic effect. There was no loss of stimulation. It was noted that reprogramming was needed. The cause of the event was not device related, as the patient had not been following physician orders on activity limitations based on her condition. X-rays showed no lead migration. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was done using the pain stimulator; it worked for a while but not anymore. Information regarding the cause, symptoms the patient was experiencing and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n383075, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).